Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records was performed and found that the device met all quality and manufacturing testing/inspection specifications prior to distribution. Evaluation of the returned device found that there was no visible damage to the sensor or catheter. There was a bend in the catheter material 14cm from the tip of the sensor case. The device failed noise testing - reading was offscale, should be less than or equal to 0.35 mmhg. No further testing was possible. While an issue was detected, based on their evaluation the supplier was able to confirm the specific issue reported by the customer. The supplier determined the cause of noise testing issue to be use related. This anomaly could be caused by electrostatic discharge (esd) exposure. However, this was not able to be conclusively determined. This device is serialized; therefore, a review of similar complaints against this lot could not be performed. However, a monthly review of complaints by family is performed, and no safety issues have been identified associated with this complaint. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Clinician implanted a codman microsensor 826631 on (B)(6). The icp monitor was reading well and had good wave form on the patient monitor. The patient was transported to or and CT. When the patient returned to the ICU, the icp was reading -9,-8 the wave form still looked normal. A few hours later, the icp was reading -44. The waveform still looked normal. The surgeon explanted the microsensor on (B)(6) 2016 because the icp numbers could not be accurate. Implant will be sent in for evaluation. Patient was unstable before implant and unstable after. (B)(6) 2016 per rep: did this event occur intra-operatively? It is an icp monitor so used for icp monitoring outside of surgery. Did the reported event cause any delays in surgery over 30 minutes? See answer above. It did cause the surgeon to spend far over 30 minutes extra on this patient analyzing the icp. Please verify the date you were first notified of the reported incident. The icp numbers began looking odd on (B)(6), especially at night but the surgeon did not decide to explant the icp wire until (B)(6). Was the device revised or was it removed and monitoring discontinued? (Icp) the device was explanted and will be sent in for an evaluation.